Event description:
The reporter contacted lifescan (lfs) on behalf of the pt alleging that his one touch ultra meter was set to the incorrect unit of measurement. The reporter could not recall when the meter was purchased; however, it was purchased from a local pharmacy. At the time of purchase, they had contacted lfs to obtain assistance with going through the meter settings. The pt had been basing his sliding scale insulin regimen on the the reported meter results. Approximately 6 weeks prior to calling lfs, he had been obtaining results such as 9.9 mmol/l (converts to 178 mg/dl) and 10.3 mmol/l (coverts to 185 mg/dl), while believing that they were 99 mg/dl and 103 mg/dl respectively. The reporter was unable to recall if the pt developed symptoms of high or low blood glucose symptoms due to the reported issue. The pt was taken to a clinic for a blood glucose test, where a result of 377 mg/dl was obtained. The reporter was unable to specify if the pt has tested on the reported meter prior to the visiting th clinic. No treatment was administered; however, he was prescribed lantus in addition to his sliding scale regiment. The nurse from the clinic had discovered that the unit of measurement and the date/time were incorrect. There is no information to suggest that the pt experienced injury or medical intervention due to the product. The reporter confirmed that they had not entered the meter settings. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the pt does not recall going into the meter settings. The meter, test strips and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.